Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior choroidal artery using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the last smart coil would not advance at all within its introducer. It was reported that resistance was encountered and subsequently, the pusher assembly of the smart coil kinked; therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the pusher assembly was kinked. Further evaluation revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. This is likely the probable cause of resistance during the procedure. If the pusher assembly mid-joint is retracted proximal to the introducer sheath fraction lock, resistance may be experienced during advancement, and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the kinks near the pusher assembly mid-joint. Due to the pusher assembly kink, the device was unable to advance from its returned position. Further evaluation of the device revealed additional kinks in the pusher assembly and these kinks were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.